Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon approximately one and a half hours and upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the remaining pieces of pledget and did not seek medical attention. She did not experience any adverse health effects.